Event description:
It was reported that during a routine device change out a header anomaly was observed. The ra lead did not fit into the header. The device was returned. A new device was implanted.

Manufacturer narrative:
The reported field event of difficulty inserting the atrial lead into the header was confirmed in the laboratory. The lead insertion difficulty was caused by a damaged atrial contact ring spring. The cause of the damaged spring could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.